Manufacturer narrative:
No critical pump error or open book image noted during testing. Device passed self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. During visual inspection, found electronic stack with moisture damage. Motor, force sensor and motor home switch also had moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he went in the lake that day and the screen was darker than normal. Customer's blood glucose value was 294 mg/dl at the time of the incident. Customer said that the insulin pump was showing her a picture of the insulin pump and arrow and open book. It took the battery cap off to change the battery and there was moisture in the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).